Manufacturer narrative:
H10: g - contact office phone number: (B)(4).

Event description:
Philips received a complaint from bench repair on the v60 ventilator indicating that while performing service, it was observed that the device's tubing has white debris or contamination. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. Bench service replaced the tubing kit to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.